Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 21:22:26 through (B)(6) 2021 at 11:08:40. No power elevations were captured throughout the log file. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate 3 lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also addresses all pump parameters. In reference to power, the IFU states that pump power is a direct measurement of pump motor voltage and current. This document also states that changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jan2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a rising ldh level and an increase in power consumption. No micro hemoglobinuria is observed.